Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed via the naked eye with issues noted. The actual sample was sent back in the kit box with unopened items and loose gelatin granules were scattered all over the floseal gelatin pouch. The floseal pouch was opened for further inspection. The gelatin granules spilled out of the floseal gelatin syringe because the luer plug was missing. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number: the customer reported that this product had a lot number of 180263; however, this lot number is not recognized by baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there appeared to be loose gelatin granules in the sterile packaging of a floseal hemostatic matrix kit. This was identified before use. There was no patient involvement. No additional information is available.